Event description:
Information received by medtronic indicated that the customer received a compromised force sensor system alarm. Troubleshooting was performed and found that the insulin pump was not dropped or bumped prior to the alarm. Customer stated that alarm occurred while filling the tubing and the drive support cap appeared normal. No harm requiring medical intervention was reported. Customer will discontinue using the insulin pump

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.